Manufacturer narrative:
The device was not received by depuy synthes power tools. The device was therefore unable to be evaluated making the reported condition of "does not function" not confirmed. The device was received in a condition making the evaluation impossible. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
A report was received from the USA stating that the device "does not function." This device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.